Event description:
It was later reported that the cause of dizziness was orthostasis likely due to severe anemia. An esophagogastroduodenoscopy (egd) and colonoscopy were done which confirmed a gastrointestinal (gi) bleed. The patient also sustained a splenic hematoma from the fall. A few units of blood were administered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had an alarm within the past couple weeks related to a kink in the driveline close to the exit site. The alarm went away after changing positions. Log file review found low voltage hazards due to depleted batteries. No unusual events were observed. There had been no further alarms related to the driveline as of 25jan2023. It was later reported that the patient recently felt dizzy and had fallen down. There were no alarms at the time of the fall but the patient had a known driveline kink. Log file review found persistent pulsatility index (pi) events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline kink was unable to be confirmed as no images were provided by the account and no product was returned for evaluation. Specific causes for the reported bleeding cannot be conclusively determined. The controller event log files contained events spanning from 05jan2023 to 17jan2023 and from 24jan2023 to 25jan2023, per the timestamps. No notable alarms or unusual events were captured. The pump appeared to have been operating as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, is currently available. Section 1 lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. This section provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7 provides additional instructions regarding driveline care. Section 8 states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 left ventricular assist system patient handbook, rev. D, is currently available. Section 4 contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to keep the driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 5 cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.